Event description:
Our local partner in (B)(4) was contacted by a vns treating physician reporting that they had a pt presenting with high lead impedance on their normal mode and system diagnostic testing. The pt did not have any fall or injury preceding their high impedance event. Their vns has not been programmed off as the pt is still using their magnet therapy. The physician was provided our recommendations to do that when a pt has high lead impedance. No surgery is planned at this time. Based on the x-ray review possible gross fractures, discontinuities, or sharp angles could exist since the lead could not be fully assessed due to poor image contrast in the x-ray. The connector pin could not be assessed for whether it was fully inserted into the connector block due to the views available and the poor contrast of the image; therefore, this could be a cause of the pt's high impedance. Also, whether a strain relief loop was present and the portion of the lead coiled behind the generator, could not be assessed; therefore, unable to rule out as potentially contributing to the pt's high impedance. Another report will be sent if surgery is planned at a later date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.